Event description:
Subsequent to the initial report filed, additional information received stating, on (B)(6)2019, a control transthoracic echocardiography (tte) was performed which found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr increased to 2. On (B)(6) 2019, tte showed a different jet from post procedure, and mr decreased to 1 and was stable. No further treatment was performed. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any lot specific quality issue from this lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be due to challenging patient morphology/pathology (posterior leaflet was divided into two portions). Additionally, the reported mitral regurgitation appears to be the cascading effect of the reported slda. The reported patient effect of worsening mitral regurgitation is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedure. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and increased mitral regurgitation (mr). It was reported that the mitraclip procedure was performed on (B)(6) 2019, to treat mr with a grade of 3-4. One clip was implanted, reducing mr to 1. The next day, it was found that the clip detached from one leaflet and remained attached to the other leaflet (slda). The mr increased to 2. On (B)(6) 2019, transthoracic echocardiography (tte), showed a different jet from post procedure, and mr decreased to 1 and was stable. No further treatment was performed. No additional information was provided.